Manufacturer narrative:
A ge service representative performed an on ite investigation. The system interface, generator interface, image processor, and display adaptor boards were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a loss of live images. There was no pt injury or death reported.